Event description:
Elderly female with history of coronary artery disease and angina. Came in for out-patient heart cath. Vascade was inserted; when it was time to withdraw delivery system, collagen plug came out with delivery system. A new device was used- patient did complain of right lower extremity numbness after the procedure. Ultrasound confirmed that there was no pseudoaneurysm (right femoral artery access).